Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Device returned and not reproduced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had screen becomes noised and no image. The issue was found during reprocessing of the device. There was no patient involvement.